Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient complains of right knee pain. Patella was replaced.

Manufacturer narrative:
An event regarding loosening involving a triathlon patella was reported. The event was confirmed. Product evaluation and results: product was not returned however, provided explanted images shows blood stains on the product. It also shows all 3 pegs are missing from the backside of the component. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "the primary harm involved is tka patella pain and failure requiring revision in the early (2 year) follow up period. The mechanism of failure is loosening and loss of fixation. Further information such as operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, implant retrieval are needed to further complete this assessment." Product history review: indicated the product was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusion: the event was confirmed as per provided medical records reviewed by consulting clinician who indicated that mechanism of failure is patella loosening and loss of fixation involving the primary harm is pain and failure requiring revision in the early (2 year) follow up period. Product was not returned however, provided explanted images shows blood stains on the product. It also shows all 3 pegs are missing from the backside of the component. The root cause could not be confirmed because insufficient information was provided. Further information such as operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, implant retrieval are needed to further complete this assessment.

Event description:
It was reported that the patient complains of right knee pain. Patella was replaced.